Event description:
It was reported that the user experienced recurrent low and high blood glucose events over an extended period while using the ilet, with the user and a family member disputing downloaded report data and requesting a factory reset or alternate nighttime insulin delivery settings; the user treated lows by ingesting spoonfuls of sugar, followed by subsequent elevated glucose. Symptoms included low glucose of 59 mg/dl and high glucose of 341 mg/dl. Outcomes included user education and assignment to a medical professional for follow-up.

Manufacturer narrative:
Investigation included review of available reports and user troubleshooting. Investigation of this case revealed the cause of the hypoglycemia and hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information and the event was not attributed to a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.